Manufacturer narrative:
Specification is +/7%. Five additional trials were performed. The average of the trials were: 125 ml/hr, +12.42%; 10 ml/hr, +12.19% there was no direct identifiable cause found. A few pumps do experience shifts or degradation in accuracy outside of the service limits. Contributing factors to the accuracy of a pump include: wear, service disassembly and reassembly, and/or abuse. It is recommended that all pumps be tested annually as part of routine preventative maintenance and after any repairs, performance testing to ensure the pump is within specification. This pump head will be repaired or replaced to bring the device back into accuracy specification before the device is released for further use.

Event description:
Pump report to overinfusion during routine refurbishment by a baxter authorized service facility. No patient involvement.